Manufacturer narrative:
(B)(6). Exact date of post-operative non-union is unknown. This report is for one (1) unknown expert humeral nail. Without a valid part and lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant nail were not provided. However, the likely 510k is k033071. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to a secondary fracture and non-union. The patient originally sustained a fracture of the left humerus following a fall in (B)(6) 2015. The injury was treated on (B)(6) 2015 with the insertion of an expert humeral name, a spiral blade, an end cap, and a 4.0mm locking screw. On an unknown date in (B)(6) 2016, the patient suffered another fall and re-fractured the left humerus. The new fracture was distal to the previously implanted humeral nail. The distal fractured bone, below the nail inserted, healed appropriately; however, the humerus bone that contained the original humeral nail had not (non-union/delayed healing). As a result, the patient was returned to the operating room on (B)(6) 2016 for an open reduction internal fixation (orif) procedure utilizing a 6-hole humeral plate with bone graft. The surgeon noted that the original nail had maintained good position and that removal was completed without issue. Post-operatively, the patient was noted to be in stable condition. This report is for one (1) unknown expert humeral nail. This report is 1 of 4 for (B)(4).